Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would not display an image. No pt injury was reported.